Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed error code 42224, indicating a user interface command prompt timeout, along with error code 40004. There was unknown patient involvement. No symptoms were reported.

Manufacturer narrative:
D9: 24-oct-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed error 42224 indicating a user interface timeout. Functional testing was performed, and the reported issue was not duplicated. The probable cause was found to be the software, and the software was preventatively updated to address this issue.